Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that during the index procedure, resistance was felt during insertion of the guidewire into the guidewire lumen of the delivery system. Another stent graft was used and the procedure was successfully completed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Initial information was sent in error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.